Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated customer's family that the insulin pump keypad was not working. Customer stated they cannot saw the minutes because screen inside was black and there was black blob. Customer declined troubleshooting for damage and no delivery. No harm requiring medical intervention was reported. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.